Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were added/updated: b1, b2, h6 investigation codes, h11. The following sections were corrected: d1, d2a, d2b. The revision reported in this event may be the result of the humeral loosening and humeral bone fracture as reported. However, the loosening and bone fracture cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 4 year(s), 7 month(s) and 20 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced a humeral fracture. Left reverse tsr with humeral component loosening and periprosthetic humeral shaft fracture. The patient underwent a standard reverse revision with the removal of the standard humeral stem, humeral tray, humeral liner, glenosphere, and glenoid base plate. The outcome of this event is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and definitely not related to the procedure.